Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Tested 3x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: unable to determine. Source: maude report (10325764) and phone.

Event description:
1 reported false positive sars result for 1 asymptomatic patient (off-label use at the time) tested at a summer camp. The patient tested positive via the sofia sars antigen test followed by a negative result on the same device the reporter communicated the result was confirmed negative by molecular (pcr testing) the next day.